Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump back button and side buttons were not responding. The customer reported no adverse event. The event involved product(s) mmt-1892. Troubleshooting was performed for keypad anomaly/stuck button alarm. No harm requiring medical intervention was reported. Mmt-1892 was requested for return and customer agreed.

Manufacturer narrative:
Pump was received with a frozen screen at medtronic logo. Unable to perform the displacement test, self test or verify button keypad anomaly due to frozen screen at medtronic logo. Pump was cut open to perform visual inspection and found no moisture damage on the pcba1/ pcba2/battery connector/motor/vibrator/force sensor/ keypad assembly. Swapping out test boards confirms display anomaly is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, label damage. Unable to verify button keypad anomaly due to frozen screen at medtronic logo. Pump was received with a frozen at medtronic logo is isolated to pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.